Event description:
It was reported that during a supracervical hysterectomy procedure, the tip of hand piece broke apart while ligating tissue that was scarred. Case completed with another device of the same product code. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the I-blade broken with the remaining piece returned and jaw detached from instrument and returned. Due to the device was returned with the cable cut off functional testing could not be performed. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.